Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath was tested for leaks. An aspiration vacuum leak test was conducted; no air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; no leaks were noted. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Manufacturer narrative:
The results, method, and conclusion along with the investigation results will be provided in the final report.

Event description:
At the end of a persistent atrial fibrillation ablation procedure, a gas leak occurred. The introducer was used with an ablation catheter to perform pulmonary vein isolation and after one hour with a flow rate of 2ml / min, air bubbles were noted in the sheath tubing. There were no adverse consequences to the patient.